Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, one of the supply bag ports was unable to connect properly to the cassette and disconnected which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the event. During the troubleshooting, one of the supply bags did not connect properly and when empty, got disconnected from the homechoice cassette. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.